Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 12/21/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in an open pouch. The plunger was observed in the advanced position, and locked; the cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection was performed at 10x microscope magnification. Lack of lubricant material was observed in the device. The lens was observed ripped/torn and stuck in the cartridge tube. The reported issue was verified. However, the condition in which the sample was received is consistent with a product that was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: not applicable, lens not implanted. If explanted, give date: not applicable, lens not implanted; therefore, not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00v 19.5 diopter intraocular lens (iol) tore when the plunger was pushed down to the black line. Reportedly, there was no patient injury. No additional information was provided.